Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl all inside surgery the tightrope has flown apart tibially, the white tape threads are torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device ar-4030c-11 and switched the surgical technique to a acl tightrope-screw. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j, tightrope® ii rt, batch 15251699, was returned for investigation. Visual evaluation of the device noted that the suture system was returned incomplete, and only the blue sutures were returned for evaluation. The white sutures described in the complaint allegation were not returned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Per dfu-0147-eo revision 3; g. Precautions: " excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in line with the bone socket may break the strands and impair the ability to fully seat the implant." The complaint allegation is not confirmed as the white sutures were not returned.